Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that the physician looked at the initial n-terminal pro b-type natriuretic peptide (probnp ii) and tnt hs stat (troponin t) results and did not believe the initial probnp result and asked for the sample to be repeated. The initial troponint result was 12.68 pg/ml and the repeat was 55.47 pg/ml. The repeat result has been confirmed by measurements executed on a different system the qc results prior and after the sample results were within the specified ranges. There were no rack adapters in place for the first measurements. Performance testing had been done on 06/14/2016. The alarm trace shows an liquid level detection alarm on june 30, 2016. The troponin t lot number was 138684. Information concerning the expiration date of the reagent was asked for, but it was not provided. There was no adverse event. The investigation determined that the possible root cause that no rack adapters were used as that may have caused erroneous pipetting of the sample and led to the false low results.